Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device. White material was observed on the shell surface. During visual examination of the device, product evaluation observed a crease on the posterior aspect extending to the anterior. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation was precluded from further evaluating the device. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was not confirmed since no rents were found on the device. However, at this point it is not possible to determine the root cause of the crease or the origin of the white material observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the crease occurred sometime subsequent to the removal of the device from its protective packaging. During visual examination of the device, product evaluation observed a crease on the posterior aspect extending to the anterior. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation was precluded from further evaluating the device. No other anomalies were found. The complaint of deflation was not confirmed. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Given that no lot number was provided, a device history record (DHR) review cannot be performed. Therefore, this activity will be closed until further information is provided. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under inflation or over inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate profile 275cc saline breast prostheses. The right breast prosthesis was determined to have deflated. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 350cc saline breast prosthesis on (B)(6) 2017.

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device. White material was observed on the shell surface. During visual examination of the device, product evaluation observed a crease on the posterior aspect extending to the anterior. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation was precluded from further evaluating the device. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was not confirmed since no rents were found on the device. However, at this point it is not possible to determine the root cause of the crease or the origin of the white material observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the crease occurred sometime subsequent to the removal of the device from its protective packaging. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).